Event description:
During a follow-up in-clinic, an increase in capture threshold resulting in loss of capture (loc) was observed on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve event. Diagnostic imaging was performed during the revision and dislodgement was confirmed. No other abnormalities were seen visually. The patient's anatomy was alleged to be the cause of the dislodgment due to a wide coronary vein. The patient was stable.